Event description:
It was reported that the pump was administering too much medication and had about 8 ml left. The other pumps usually had round 16 ml left on the reservoir volume at the end of infusion. The dose and route prescribed was a remodulin dose - 80 ng/kg/m in intravenous, continuous frequency and the started date was (B)(6) 2024. The medications the patient was using at or around the time of the adverse event were spironolactone, bumetanide, lovenox, lipitor, winrevair, ambrisentan, revatio, oxygen, remodulin diluent and fish oil. The product fault occurred while in use with the patient. There was a patient involvement, and the patient harm/adverse event reported were headache, nausea, felt shaky and had low blood pressure.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.